Manufacturer narrative:
The insulin pump received with unresponsive buttons due to unlocked lcd connector. Unable to confirm display anomaly due to no button response. No frozen screen noted. The insulin pump received with scratched lcd window.

Event description:
It was reported that the customer's insulin pump had a frozen display and unresponsive buttons. The battery was removed, but the anomaly continued. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.